Manufacturer narrative:
Due to character limitation in e1 for event site name, (B)(6) university. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during test, the cs300 intra-aortic balloon pump (iabp) showed "automatic inflation failed" error message. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e3. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse connected and a test balloon and the unit reported the "automatic inflation failed" error message. The background test, drive valve group, and safety disk data was abnormal. The fse determined that the drive valve group and safety disk required replacement. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. The fse states that the equipment cannot be used. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported by medical staff that during regular inspection, the cs300 intra-aortic balloon pump (iabp) showed "automatic inflation failed" error message. There was no patient involvement.